Event description:
It was reported that the patient presented for a post-implant check. Upon device interrogation, the atrial leadless pacemaker exhibited failure to sense, high pacing impedance and loss of capture. Chest x-ray imaging showed that the device had dislodged and migrated into the pulmonary artery. The patient presented for a device replacement procedure. During the procedure and after explanting the dislodged leadless pacemaker, the replacement device could not be fixated adequately. While attempting to re-dock, the device wouldn't smoothly dock with the catheter. The device was not used, and a new one was ultimately implanted. The patient was stable.

Manufacturer narrative:
Reported event of a positioning failure and a connection problem could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.